Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The visual inspection noted that the distal tip was broken, unraveled, stretched and the soldering is damaged. The overall length dimensional inspection was not performed due to the broken distal tip. The outer diameter of the distal tip, middle of the device and proximal section are within the specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a rotawire tip fracture occurred. The chronic totally occluded target lesion was located in the distal peroneal artery. During the procedure while attempting to cross the lesion, it was noted that approximately 5mm of the tip of the rotawire broke off and was lodged in the distal peroneal occlusion. The broken tip was unable to be retrieved due to the 2mm vessel diameter. A portion of the vessel was recanalized and the distal portion was left the way it was. There were no further patient complications reported and the patient's condition was fine.

Event description:
It was reported that a rotawire tip fracture occurred. The chronic totally occluded target lesion was located in the distal peroneal artery. During the procedure while attempting to cross the lesion, it was noted that approximately 5mm of the tip of the rotawire broke off and was lodged in the distal peroneal occlusion. The broken tip was unable to be retrieved due to the 2mm vessel diameter. A portion of the vessel was recannulized and the distal portion was left the way it was. There were no further patient complications reported and the patient's condition was fine.

Manufacturer narrative:
(B)(6). (B)(4).